Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a trellis device. The customer reported the md inserted the device into the access site without a sheath, as the md wanted to be able to treat the entire fistula which ended at the puncture site, with the trellis. There was slight resistance noted as the trellis was being inserted. After the catheter was in position the distal balloon would not inflate and appeared ruptured on venography, with contrast dye extravasation. A small vessel dissection was visualized and treated with balloon angioplasty with complete resolution of the dissection. The case was completed with adjunctive procedures including guide catheter aspiration.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.